Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that while on a patient, the cardiohelp alarmed ¿ven. Bubble sensor defective¿. The alarm occurred within 3 hours of treatment. The customer swapped out the venous bubble sensor, however, the alarm persisted. The cardiohelp was not exchanged and the patient remained on the device but clamped. No harm to any person has been reported. ¿ven. Bubble sensor defective¿ and bubble alarm are high priority alarms, which can lead to zero flow mode if the interventions were set by the user. Therefore, a report is required. Complaint ID (B)(4).

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
It was reported that while on a patient, the cardiohelp alarmed ¿ven. Bubble sensor defective¿. The alarm occurred within 3 hours of treatment. The customer swapped out the venous bubble sensor, however, the alarm persisted. The failure occurred during treatment. The cardiohelp was not exchanged and the patient remained on the device but clamped. No harm to any person has been reported. A getinge field service technician (fst) was contacted by the customer. The customer was unable to reproduce the venous bubble sensor alarm. The customer returned the cardiohelp device to clinal use without requests for further service performed by the getinge fst. No service was performed. No parts were replaced. As service was not requested by the customer, no exact root cause could be determined. According to the risk file v24 of the cardiohelp device. The following root causes can lead to the reported failure: bubble intervention not working wrong information - wrong bubble sensor information - influence due to other ultrasonic devices (e.g. Flow sensor) - bubble sensor defective / disturbed - environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage). According to the instructions for use (IFU), chapters "monitoring and sensors" and "bubble monitoring: function test" the venous bubble sensor and the arterial flow/bubble sensor have to be tested before each use. The cardiohelp has a flow/bubble sensor for bubble detection. The venous bubble sensor is optional and for additional bubble detection. The review of the non-conformities has been performed on 2025-02-21 for the period of 2017-04-04 to 2025-02-19. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-04-04. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "venous bubble sensor defective" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.